Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. No intervention was performed. The patient was in stable condition.